Event description:
Reporter indicated that a systems diagnostic test showed high lead impedance. The end-of-service indicator was unknown by the reporter. A battery life calculation estimated -1.35 years until expected eri -yes. Surgery is likely.